Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in insulin pump history. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and audio issue. Customer's blood glucose value was 704 mg/dl at the time of the incident, blood glucose was 300 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus. Customer will not be returned device for analysis.